Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
One sample of a shiley pediatric cuffed traqueostomy tube was received for evaluation and no lot number was provided. Visual inspection was performed, and it was observed that all components were assembled properly at the tube. Inflation/deflation tests were performed with a syringe 6cc of air being applied to the cuff, and it was noticed that the pvt inflation system worked properly. Additionally, the cuff inflation line, and pvt valve were submerged into a container filled with water, and using a syringe 6cc of air applied to the cuff, and no air leaks were observed in the components. The device was left inflated for 24 hours, according to our process instructions, and no deflation was observed. The reported customer failure mode was not verified in the received sample, as it functioned per specifications. (B)(4).

Event description:
Customer reported air leakage alarm after two days use. Customer could not isolate source of air leakage. Customer confirmed that no add'l harm to the patient. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.